Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The technical support provided information to reset the pump and assisted the caller in performing the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues returned.